Manufacturer narrative:
(B)(4).

Event description:
It was reported low amplitude signals were observed in the atrium channel. This was a competitive atrial pacing causing inappropriate automatic mode switching episodes. The issue was resolved by reprogramming. The patient condition is stable.